Event description:
It was reported that a homechoice device experienced a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line). This event occurred during peritoneal dialysis therapy. It is unknown if the patient was connected at the time of the alarm. The technical service representative advised the patient to perform continuous ambulatory peritoneal dialysis (capd) therapy until a replacement homechoice device was received. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.